Event description:
It was reported that there were impedance readings of greater than 4000 ohms, impedances were high on both sides. All pairs with case on the left and right implantable neurostimulator (ins) pairs were in high range, none were greater than 10,000 ohms. Left ins impedances were between 2030 -5841 ohms and the right ins had similar range. The patient had 2 inss. 2 implantable cardioverter-defibrillator (ICD) shocks had occurred on the same day within a couple of minutes and they were wondering if the ICD shocks could cause high impedance. The patient had noted that deep brain stimulator therapy felt like it always had. They were going to increase the deep brain stimulator rate to 160hz in case there was any concern about the systems interacting with the defibrillator. There was no interference detected between the defibrillator and the inss. Impedances were high but were still in the range where therapy was being delivered and the patient had reported no change in therapy.

Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 3387-40, lot# v004233, implanted: 2006-(B)(4), product type lead. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3387-40, lot# v004231, implanted: 2006-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4)